Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges leakage in the cannula; happens when sending boluses in large quantities. Caller reported the leakage of insulin is at the site of application. No adverse event reported. Caller stated the issue has occurred for many months; lot number and expiration date of the cannulas previously used is unknown. No adverse event reported. No product will be returned.